Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a flagged calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran service methods testing and all results were acceptable. The cse noticed an issue within motion mismatch. The cse replaced the reagent arm 1, 3000 micro-liter pump and 3-3-way solenoid valves, 4-3-way solenoid valves on aliquotter manifold, the filter bowl on air manifold, and the aliquotter and reagent arm 4 probes. The cse also auto aligned the aliquotter and reagent arm 4 probes. Then, the cse cleaned the reagent shuttle 2 and reagent mixer and aligned the reagent shuttle 2. Then, the cse ran a quick check and quality controls (qc), which resulted acceptably. No further evaluation of the device is required. The instrument is performing according to specifications.

Event description:
A non-numerical calcium (ca) patient result flagged with "below assay range (bar)" was obtained on a dimension vista 1500 instrument. The flagged result was not reported to the physician. The customer indicated that they repeated the sample on an alternate instrument. The customer did not provide the sample identification nor the repeat result for this patient sample. There are no known reports of patient intervention or adverse health consequences due to the flagged ca result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00201 on 23-august-2021. Additional information (04-aug-2021): on 04-aug-2021, a siemens customer service engineer (cse) was dispatched to the customer's site again. During this visit, the cse replaced the sample 1 (s1) mixer and performed service method testing to verify system performance post service, and no failures were observed. Siemens further investigated the issue and determined that the actions taken by the cse resolved the issue. Siemens reviewed the calcium (ca) quality control (qc) data which showed consistent recovery within expected ranges. The customer continued to run samples on the analyzer and has had no other incidents related to this issue post service. No further evaluation of the device is required. The instrument is performing according to specifications.